Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Only half of the tigerpaw system ii pins were connected. There was no bleeding based on this event. There were no patient negative effects.